Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 1627487-2022-00387. It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed low impedance and high impedance on multiple contacts of the leads. Surgery may occur to address the issue.

Event description:
Additional information was received that the leads were fractured. Surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.